Event description:
The pump allegedly changed rate. There was no resultant pt complication.

Manufacturer narrative:
The pump was not returned. Engineering reviewed the system and identified no issues that would contribute to the claimed rate change. Correction to section g-4 date received 4/10/97.